Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that when doctor downloaded information from the pump, there were segments missing. The reporter noted that in the bolus screen, some of the carbohydrate amounts were missing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in under delivery or over delivery of insulin.